Manufacturer narrative:
The customer¿s report of the pump module losing connection with the pcu during a dopamine infusion was confirmed. The pcu event log showed that at 9:08 pm on (B)(6) 2015 a dopamine infusion was started on pump module s/n (B)(4). At 9:18 pm a channel disconnect alarm occurred and the user restarted the dopamine infusion on pump module s/n (B)(4). At 9:28 pm pump module s/n (B)(4) was reattached to the system and programmed for a basic infusion. At 10:27 pm another channel disconnect alarm occurred. Visual inspection showed that the iui connectors of each pump module and the pcu were contaminated and showed signs of corrosion as well as a film of white residue and fibers. During functional testing channel disconnect alarms were easily duplicated by lightly applying pressure or shaking the devices. The root cause of the disconnections was contamination of the iui connectors.

Event description:
The customer reported that during ambulance transfer of a hemodynamically unstable patient, the channel infusing dopamine was no longer recognized by the pc unit. The infusion was moved to another available channel and no patient harm was reported.